Event description:
It was reported that during the unknown procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that air leak was noted when the farawave was inserted into the sheath. The air continued to come out even after 3-4 pulls with a 20 ml syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility. It was further reported that a starter guidewire and a farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. Terumo infusion pump was used for the irrigation of sheath. Large amount of air bubbles was noted in the syringe. The guidewire was inside the sheath when farawave was inserted into the sheath. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that air leak was noted when the farawave was inserted into the sheath. The air continued to come out even after 3-4 pulls with a 20 ml syringe. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.